Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from february 11, 2020 - february 12, 2020. H10: the actual sample was received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water which revealed a leak between the spike port tube and the spike port bonding area. The reported condition was verified. The cause of the condition is due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered during an unspecified process step, stated as "at time of delivery". There was no report of patient injury or medical intervention associated with this event. No additional information is available.